Event description:
The customer reported that the insulin pump had moisture damage. Customer stated he was pushed into the pool with his insulin pump. Customer's blood glucose was 241 mg/dl. Troubleshooting was done. Customer stated that the insulin pump display went blank immediately after it was exposed to moisture. Customer stated that there was fluid under the liquid crystal display. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).